Manufacturer narrative:
(B)(4). The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: alcl suspicion, lump/nodule.

Event description:
Healthcare professional reported unknown side "something looks black under the implant confirmed by (pet examination) image". Bia-alcl was initially suspected, "cyto-diagnosis performed but did not take it - not liquid", "suspected tumor". Bia-alcl markers not provided, but pathology found "just normal tissues" and no alcl. The device was explanted.